Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose (bg) level was impacted (334 mg/dl) the customer took a bolus via the pump to stabilize bg level. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call.